Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the synchron cx5 delta clinical system. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer was unable to locate the source of the leak. A field service engineer (fse) went on-site (B)(4) 2011 and found tubing joining modular chemistry (mc) side in the hydro compartment deteriorated and cracked. Fse found suitable replacement local hardware. Fse replaced tubing and verified no leakage and the issue was resolved.